Manufacturer narrative:
The customer reported that a discordant falsely elevated cardiac troponin I (tni) result was obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated patient result was obtained on a cardiac troponin I (tni) on a dimension exl with lm system. The discordant result was reported and not questioned. The same sample was reprocessed and a lower result was obtained. A corrected report was issued. Additional samples from the same patient were drawn and processed the same day and lower results were obtained. A coronary angiogram with contrast was performed on the patient. There is no indication of adverse impact to the patient due to the falsely elevated tni result or the procedure.

Manufacturer narrative:
Additional information (19-aug-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated cardiac troponin I result. Hsc reviewed the instrument data logs which showed that no instrument malfunctions occurred during the time this patient sample was processed. The data showed that an irregular sample aspiration occurred for this patient's sample. No other samples were shown to have any irregular aspirations. The issue of the discrepant sample was a singular event. No potential product problem has been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Original MDR 2517506-2020-00238 was filed 07-aug-2020.